Manufacturer narrative:
(B)(4).

Event description:
Following surgical intervention (reported under MFR. Report#: 1627487-2016-01153) the patient experienced discomfort in her right leg. In turn, the patient was hospitalized overnight. On (B)(6) 2016, the patient's lead was explanted and replaced (with a different model) via surgical intervention.